Event description:
The customer reported to olympus that the maintenance unit's rubber feet needed replacement. This issue was found during reprocessing. The device was returned to olympus for evaluation. During evaluation, the power switch was found broken with exposed metal parts of the power circuit exposed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During device evaluation to olympus, the reported issue was confirmed. During the inspection it was found that the power switch light-emitting diode (led) was not lit, and the plastic cap was torn off. Additional findings were as follows: the two rubber feet were missing, and the other two rubber feet had weak suction force. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty power button. However, the specific cause of the faulty power button could not be established at this time. Olympus will continue to monitor field performance for this device.